Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found upon interrogation to be turned off with a magnet approximately one week ago. The cause of the incident was determined to be exposure to a magnetic clasp on the patient's handbag.